Manufacturer narrative:
(B)(4). The analysis results showed that one was returned with a reload loaded on the device. The device was received inserted through a cb12lt trocar. The reload was noted to be fully fired. In addition, the device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. The instrument was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, during the first firing on the stomach the gun became jammed so the device had to be cut out of the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? First transverse stapler on the lesser curve. Was it used on thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? None, first firing. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes, on firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? The dark grey firing one did but not the first light grey one. Was there any difficulty removing the device from the tissue? Not able to be removed has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? New staple gun used to cut tissue around the stuck stapler removing cuff of tissue together with stapler. Has this any impact on the patient, the surgery or the healing process? No. Is it possible to say what the stroke count indicator displays at the time the device couldn¿t be opened? N/a. What position did the knife blade indicator show? No. What was the patient¿s pre-op diagnosis? Bariatric surgery. Please provide the patient¿s sex, age and weight. Female, (B)(6). What is the current status of the patient? Discharged home.